Event description:
On (B)(6) 2015, a 25mm sjm trifecta valve was implanted in the patient's aortic position due to aortic stenosis. An abbott sizer was used in the surgery. On (B)(6) 2021, the trifecta valve was explanted, replaced with a 22mm ats open pivot bileaflet heart valve(ap360series, manufacturer: medtronic). Upon explant, the trifecta valve was confirmed to have torn from one of the stent post (which one is unknown) to the nadir and on both sides of the stent post. The leaflets are thought to have calcified and sclerosed; it is unknown whether the issue is due to aging degradation. The patient is in stable condition and has recovered. The surgeon did not know the cause of the issue, and analysis on the valve was requested.

Manufacturer narrative:
The tear observed at explant was confirmed. No calcification was found. Leaflets 2 and 3 were torn away from stent post 3. The tear sites of each leaflet contained a denatured appearance to the collagen. Leaflet 2 contained a horizontal fold. Surgical hemostatic material was noted on the surfaces of leaflets 2 and 3. No acute inflammation or significant calcifications were found. The near complete removal of the sewing cuff, the host to device reaction (pannus formation), and the selected valve (25 mm) being larger than the replacement valve (23 mm) are possible evidence of oversizing and interaction with patient anatomy. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation revealed a denatured appearance of collagen at the tear sites, which could have contributed to the leaflet tears.